Event description:
It was reported that the customer is having generalized issues with occlusion pressures. There was patient involvement but no harm. It was later noted that the customer clarified "issues with occlusion pressures" as the pumps were alarming false occlusions at low infusion rates. The infusion set up included a lactated ringers infusion of 1000ml at 125ml/hr. And when pitocin was added as a second channel with a large volume pump module at a low infusion rate (2-10ml/hr.), the pump had constant false occlusion alarms. No devices have been sequestered at this time. Bd has engaged with the customers regarding the reported issue. It was reported that based on the review of data, "majority of occlusion alarms at 2ml/hour." The ob profile has occlusion pressure setting locked and they (user) cannot adjust them currently. That could assist in the issue they are experiencing. How would configuration changes help?: unlocking pump pressure: this would allow nurses to change if needed. Based on the current education plan prior to going live, they are including the pressure dynamic graph and occlusion pressure limits which will be great. I did let them know they will have to be in an unlocked profile to demonstrate how to change. Default settings: default setting in nicu is 200: nurses are currently turning every infusion down to selectable of 50 so if they want to use selectable for nicu it would be helpful to have the default at 50 where they typically start. Selectable vs pump mode: with the changes to pump mode in 12.x it would be easier for them to just change it to pump mode vs being in selectable mode. It also discussed auto-restart which is currently set at 2 in the nicu. Suggest that be at 0 so if a nurse leaves a clamp engaged, they have to press start so occlusion pressure settings readjust based on the new downstream pressure. It was also talked about kvo: kvo is set at 1 in nicu: the majority of infusions will run at less than 20 and will remain the same. This will help with glucose stability on bigger babies and when you go to interop down the road, they will have less flow rate changes to address.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an false occlusion pressure alert was not determined because no products or device logs were returned.

Event description:
It was reported that the customer is having generalized issues with occlusion pressures. There was patient involvement but no harm. It was later noted that the customer clarified "issues with occlusion pressures" as the pumps were alarming false occlusions at low infusion rates. The infusion set up included a lactated ringers infusion of 1000ml at 125ml/hr. And when pitocin was added as a second channel with a large volume pump module at a low infusion rate (2-10ml/hr.), the pump had constant false occlusion alarms. No devices have been sequestered at this time. Bd has engaged with the customers regarding the reported issue. It was reported that based on the review of data, "majority of occlusion alarms at 2ml/hour." The ob profile has occlusion pressure setting locked and they (user) cannot adjust them currently. That could assist in the issue they are experiencing. How would configuration changes help? Unlocking pump pressure: this would allow nurses to change if needed. Based on the current education plan prior to going live, they are including the pressure dynamic graph and occlusion pressure limits which will be great. I did let them know they will have to be in an unlocked profile to demonstrate how to change. Default settings: default setting in nicu is 200: nurses are currently turning every infusion down to selectable of 50 so if they want to use selectable for nicu it would be helpful to have the default at 50 where they typically start. Selectable vs pump mode: with the changes to pump mode in 12.x it would be easier for them to just change it to pump mode vs being in selectable mode. It also discussed auto-restart which is currently set at 2 in the nicu. Suggest that be at 0 so if a nurse leaves a clamp engaged, they have to press start so occlusion pressure settings readjust based on the new downstream pressure. It was also talked about kvo: kvo is set at 1 in nicu: the majority of infusions will run at less than 20 and will remain the same. This will help with glucose stability on bigger babies and when you go to interop down the road, they will have less flow rate changes to address.